Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for a follow up with a right ventricular lead that exhibited failure to capture and noise over-sensing. The lead was capped on (B)(6) 2022 and replaced. The patient was in stable condition.